Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a ventricular fibrillation episode where the deflections appear to be something extrinsic to the heart. The first pulse of the rhythm did not appear to be physiological. Technical services asked if the patient had some sort of procerdure on this day and clinician stated she did not know. Therapy was not delivered as the deflections stopped and therapy was diverted. The ICD remains in service. No adverse patient effects were reported.